Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered.

Event description:
(B)(4). The clinician reported that three weeks after the dental implant was placed, in ada site #14 of the patient¿s mouth, non-osseointegration was observed. Primary stability was achieved and immediate load was not performed. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that three weeks after the dental implant was placed, in ada site #14 of the patient¿s mouth, non-osseointegration was observed. Primary stability was achieved and immediate load was not performed. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that three weeks after the dental implant was placed, in ada site #14 of the patient¿s mouth, non-osseointegration was observed. Primary stability was achieved and immediate load was not performed. There were no reported patient injuries or complications